Manufacturer narrative:
The insulin pump received with intermittent up button response due to corroded keypad trace. No sticky buttons or audio or beep anomaly noted. The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No prime or fill anomaly noted. The insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked belt clip slot.

Event description:
It was reported that the insulin pump has an unresponsive keypad. It was also reported that the insulin pump has problems with priming as the units continue upwards. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.